Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).

Event description:
It was reported that a spectrum iq pump under infused during therapy of fentanyl. The infusion parameters were asked but unknown. The registered nurse checked the bottle expecting it to be nearly empty, however found it still full. It was also reported that no alarm sounded. The event happened during patient use at the surgical intensive care unit. There was no known patient injury or medical intervention associated with this event, however an unspecified adverse event with no additional information provided was reported. No additional information is available.